Event description:
The customer reported that the dual screen for the central nurse station (cns) only displayed the software and the blue windows desktop. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the dual screen for the central nurse station (cns) only displayed the software and the blue windows desktop. Technical support (ts) gave the charge nurse the password, but before ts could guide her, she accidentally pressed the system exit button. This caused them to return to windows. Ts then asked her to try relaunching the software. When that failed and they saw the display device count error message, ts instructed them to clear the message. Then, ts told them to locate the keyboard/video/mouse (kvm), reboot it, and try launching the cns software again. However, the second screen still only showed the blue windows desktop. Ts advised the nurses that ts needed biomed's help to troubleshoot the problem further. No patient harm was reported. Investigation summary: it was later confirmed that the hallway display, which mirrors the main display, was not being properly detected due to incorrect duplication settings. After rebooting both the kvm sender and receiver, the display issue was resolved, and normal operation was restored. The root cause was determined to be improper kvm synchronization and display configuration. No further investigation is required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: kvm model #: ni serial #: ni device manufacturer data: 3rd party device unique identifier (UDI) #: ni returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the dual screen for the central nurse station (cns) only displayed the software and the blue windows desktop. Technical support (ts) gave the charge nurse the password, but before ts could guide her, she accidentally pressed the system exit button. This caused them to return to windows. Ts then asked her to try relaunching the software. When that failed and they saw the display device count error message, ts instructed them to clear the message. Then, ts told them to locate the keyboard/video/mouse (kvm), reboot it, and try launching the cns software again. However, the second screen still only showed the blue windows desktop. Ts advised the nurses that ts needed biomed's help to troubleshoot the problem further. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: kvm model #: ni, serial #: (B)(6), device manufacturer data: 3rd party device, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The customer reported that the dual screen for the central nurse station (cns) only displayed the software and the blue windows desktop. No patient harm was reported.